Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. (B)(4).

Event description:
In this case, the customer reported that the couch rapidly moved a few inches further than it should have. The philips field service engineer (fse) confirmed that there was no rescan required and there was no harm to a patient, bystander, or operator. The fse determined that the control panel was wearing down and a stuck button was releasing too slowly.